Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was having erratic temperatures and confirmed it swung from 36.3c to 30c earlier in an arctic sun device. Nurse was not in room with no mobile readily available. Asked to go into the room and obtain serial and flex temperature in cable to see if patient temperature (pt) changes. They claimed it was stable. Explained a patient temperature (pt) this erratic was often due to a short in the cable. Recommended changing out the cable with one from another device and ensuring probe in place. If this does not resolve the issue, they might need to try replacing the probe. Per follow up call to facility on 21feb2023. Spoke with nurse who confirmed biomed came to the floor and replaced the cable. The temperature remained stable, and therapy completed overnight. Cable was disposed of.

Event description:
It was reported that the patient was having erratic temperatures and confirmed it swung from 36.3c to 30c earlier in an arctic sun device. Nurse was not in room with no mobile readily available. Asked to go into the room and obtain serial and flex temperature in cable to see if patient temperature (pt) changes. They claimed it was stable. Explained a patient temperature (pt) this erratic was often due to a short in the cable. Recommended changing out the cable with one from another device and ensuring probe in place. If this does not resolve the issue, they might need to try replacing the probe. Per follow up call to facility on (B)(6) 2023. Spoke with nurse who confirmed biomed came to the floor and replaced the cable. The temperature remained stable, and therapy completed overnight. Cable was disposed of.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.